Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) received multiple appropriate shock for ventricular fibrillation (vf) episodes post implant. Battery longevity went down to 0.79 years. Additional information obtained from the field which indicated that there were no programming changes made. The patient was intubated at the time of device check and was transferred to another hospital most likely due to amount of sedation needed to keep the patient comfortable during excessive ventricular fibrillation (vf) episodes. Moreover, the health care professional (hcp) wanted to send a real time tracing. The device was programmed to overdrive premature ventricular contraction (pvc). Boston scientific technical services (ts) reviewed electrogram (egm) and the device showed atrial sensing following a premature ventricular contraction (pvc) and then the device was ventricular pacing. Reprogramming changes done to address the issue. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery and additional intervention required as the patient was intubated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) received multiple appropriate shock for ventricular fibrillation (vf) episodes post implant. Battery longevity went down to 0.79 years. Additional information obtained from the field which indicated that there were no programming changes made. The patient was intubated at the time of device check and was transferred to another hospital most likely due to amount of sedation needed to keep the patient comfortable during excessive ventricular fibrillation (vf) episodes. Moreover, the health care professional (hcp) wanted to send a real time tracing. The device was programmed to overdrive premature ventricular contraction (pvc). Boston scientific technical services (ts) reviewed electrogram (egm) and the device showed atrial sensing following a premature ventricular contraction (pvc) and then the device was ventricular pacing. Reprogramming changes done to address the issue. Additional information received which indicated that this device triggered elective replacement indicator (eri) and subsequently explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery and additional intervention required as the patient was intubated.

Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) received multiple appropriate shock for ventricular fibrillation (vf) episodes post implant. Battery longevity went down to 0.79 years. Additional information obtained from the field which indicated that there were no programming changes made. The patient was intubated at the time of device check and was transferred to another hospital most likely due to amount of sedation needed to keep the patient comfortable during excessive ventricular fibrillation (vf) episodes. Moreover, the health care professional (hcp) wanted to send a real time tracing. The device was programmed to overdrive premature ventricular contraction (pvc). Boston scientific technical services (ts) reviewed electrogram (egm) and the device showed atrial sensing following a premature ventricular contraction (pvc) and then the device was ventricular pacing. Reprogramming changes done to address the issue. Additional information received which indicated that this device triggered elective replacement indicator (eri). The device was explanted. No additional adverse patient effects were reported.